Manufacturer narrative:
On (B)(6) 2016 the fse was dispatched to address the reported event. The fse replaced new check valve uptake and performed pressure pump maintenance. The fse also replaced new buffer 1 and 3, primed the buffers and ran daily start up and several patient samples (x10), also ran calibrators and controls to verify the reported issue was corrected. The g8 analyzer was functioning as intended and the alarms cleared. No further action required by field service. The probable cause of the event was related to the check valves. A complaint history review for serial number (B)(4) was conducted from 27-dec-2014 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported low pressure alarms with the g8 analyzer. The customer replaced and primmed, reagents were 1/2 full, flushed drain and replaced filter. The customer checked for leaks and no leaks were found and the sample probe is straight. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.